Manufacturer narrative:
The unit was evaluated by emsar on behalf of the manufacturer. The unit was tested in all positions, with and without weight and the incident could not be duplicated. The unit was inspected and passed all quality assurance evaluations.

Event description:
Emts had the cot in the first position rom the floor, when placing patient on the cot the cot lowered to the floor. Neither emt had let go of the patient at the time of lower; however, it was noted that the patient experienced additional pain from the incident. Injuries were unknown.